Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports during application of a pod the pod had failed to adhere causing the cannula to become dislodged from the pod infusion site (leg). The patients reported blood glucose level was over 250 mg/dl. The pod was not worn. As treatment, the patient applied a new pod.